Manufacturer narrative:
The results of the investigation are inconclusive because the device has not been returned for evaluation; however, photographs were provided which showed a broken driver tip. Manufacturing and inspection records were reviewed, and no anomalies were found. Should the device return, an investigation will be performed and an update provided. The issue will continued to be monitored via trending.

Event description:
The surgeon used the aculoc2 plate and inserted the locking screw. During aculoc2 surgery, the driver tip was broken. The surgeon was not able to remove the broken piece, and it remains implanted. Information on the plates and screws used was not available. This report it related to medwatch 3500a report 3025141-2022-00032 which is for the unknown screw used in this event.

Manufacturer narrative:
D4: batch/lot number was corrected to: 353542 h5: "labeled for single use" field was inadvertently checked no in 3025141-2022-00031 initial report. This field was intended to be blank (no option/response selected).

Manufacturer narrative:
The returned driver was examined under magnification. It was confirmed that the 1.5mm hex driver tip, locking groove (pn 80-0728) had batch number 353542. A torsional fracture pattern was identified in the hex portion of the driver tip. The overall driver length was measured to confirm fracture point and approximate how much material was gone. The driver measured at approximately 2.70 inches, indicating that approximately 0.05 inches of the driver broke off and was not returned. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. The screw and plate used with the driver were not returned. The broken tip of the driver was also not returned. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. No definitive conclusion can be made.

Manufacturer narrative:
Correction to h4: device manfacturer date was corrected/removed. H4 on initial report was inadvertently filled out.